Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and walked the caller through the process, after which the caller successfully started a new sensor session without encountering the error again.